Event description:
It was reported there was a motor stall, missed refill with a low reservoir alarm and associated symptoms. Telemetry confirmed a critical alarm was occurring. The patient missed a refill appointment friday (B)(6) 2013, and was in the healthcare provider (hcp) office on the day of report for the refill, at which time interrogation showed a low reservoir volume alarm (lra) and motor stall without recovery. The lra occurred on (B)(6) 2013 and the motor stall occurred (B)(6) 2013. It was later reported that the pump had not recovered and a pump replacement was being scheduled. The patient experienced symptoms of itchiness, sweating, being unable to sleep, a return of spasms and tightness. As of (B)(6) 2013 the patient was still not receiving therapy. There was no troubleshooting done associated with the event, and the cause of the motor stall remained unknown. The medication being delivered was compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump was replaced, therapy had resumed and the patient was doing well. It was noted the hospital would not release the pump and it was destroyed.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).